Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called stating that he experienced low speed and driveline disconnect alarms. The patient stated that his driveline was never disconnected. The patient went to the clinic and pump off and low speed events were noted in the patient¿s event history. The patient's system controller was exchanged.

Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.